Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no sound from their newly installed ix multi-speaker system. There was no patient incident.